Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch ultraeasy meter read inaccurately high compared to another device (the onetouch vita meter). The following complaint was classified based on information obtained from the customer service representative (csr). On (B)(6) 2014 (in the afternoon), the patient reportedly obtained blood glucose readings of ¿204mg/dl¿ with the subject meter and ¿177mg/dl¿ with the vita meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. According to the csr¿s documentation, in response to the subject meter reading (¿204mg/dl¿), the patient reportedly administered an unspecified amount of insulin an unknown time afterwards and subsequently later that afternoon, the patient claimed he developed symptoms of hypoglycemia (specifying shaky and lightheaded). The patient reportedly administered self-treatment, however, type of treatment is not clear. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.